Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily tortuous and 90% stenosed anatomy resulting in the reported failure to advance. Manipulation of the device resulted in the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous de novo left anterior descending artery that was 90% stenosed. Pre-dilatation was done with a non-abbott nc balloon at 18 atmospheres. The 2.50x28mm xience xpedition stent delivery system failed to cross due to the anatomy then the proximal shaft separated near the hub. The device was retrieved with the entire assembly as a single unit. The new xience xpedition was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.